Event description:
The pt was male, the age was unk. The target lesion was the proximal left circumflex. The lesion was de novo, highly calcified and highly tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. Pre-dilation was conducted with a ryujin 2.5 x 10mm balloon. Then, a 3.0 x 18mm cypher (lot i1206014) was delivered to the lesion, but it wouldn't cross the lesion because the tip of the stent delivery system (sds) was caught on something in the coronary. Therefore, no conduct balloon angioplasty again, the sds was retrieved from the pt, but there was large friction. Physician checked the sds and found the stent to be misaligned to the distal end out of the body. To finish the procedure, only balloon angioplasty was conducted. There was no reported pt injury. After the procedure, the stent was dislodged and lost accidentally.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.